Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer is alleging that the controller of her heating pad caught on fire and damaged her sheets. There was not a report of injury with this incident.